Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis (fa) team. Fa was unable to reproduce the reported complaint. The unit energized and cauterized, and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the system had an issue on the monopolar connector of the integrated electrosurgical unit (iesu). The customer tried to change multiple cable and monopolar instruments, still the issue persisted. The procedure continued with forcetriad connection on the vision side cart (vsc), with less than 15 minutes of delay. The procedure was completed with no reports of patient injury.